Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients heart rate "will drop and stay low". The implantable pulse generator (ipg) was "not working properly" and it takes an hour "to kick in". The ipg remains in use. No further patient complications have been reported as a result of this event.